Event description:
A 77 year old male was having pre-surgery aaa measurements taken by using a merit vessel sizing catheter. The patient's anatomy was tortuous and his aneurysm was large. The physician stated that at one point the catheter "kinked" but he was able to straighten it and continue. The first run (ap view) was completed without complications. During the second run (lateral view) a "wisp of contrast" was observed. Upon moving the image intensifier down over the pelvis, extravization was noted. The patient's right iliac artery was dissected due to the catheter rupturing. While this was transpiring the patient's vitals were stable. The patient complained of slight discomfort. The patient complained of slight discomfort. The patient was transported to the CT lab to confirm the dissection. Upon confirmation, he was taken to the or sooner that planned to repair his aaa. The patient had an aorta bi-femoral bypass graft and is doing fine to date with no complications. The physician stated that it was not a major arterial injury. The first priority was the patient's aneurysm.